Event description:
The facility reported a colleague infusion pump with a failure code 703:00 on channel b. It is unknown when this condition occurred. No patient involvement, injury or medical intervention had been reported related to the device. No additional information is available. This involved an unremediated infusion pump with user interface module master software version 5.03.00.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an ipump with a failure code 703:00 on channel b was confirmed and reproduced during product evaluation. This condition was due to faulty user interface module printed circuit board (uim pcb). The uim pcb was replaced to fix the reported condition. If additional information is received, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Baxter has received similar reports for the reported problem. The root cause investigation is in progress through (B)(4). In the evaluation summary, it stated the device at fault was an I-pump. The correct device is a colleague infusion pump.